Event description:
During an atrial fibrillation procedure, a blood leak was detected from the valve of the agilis sheath. This occurred following the insertion of a non-abbott (biosense webster) octaray catheter into the agilis sheath. The agilis sheath was exchanged, but the leak recurred. A second agilis sheath was then used to complete the procedure with no adverse consequences to the patient. The agilis sheaths will not be returned due to patient blood infections.